Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. Data review confirmed the reported loss of connection event. A probable cause could not be determined.the device has been received for investigation. A follow up will be submitted upon completion of device investigation.

Manufacturer narrative:
Com(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and passed. A voltage test was performed and passed. A pairing test was performed and failed. Previously, data was provided for evaluation. The reported event of loss of connection was confirmed via data. The probable cause is a defective transmitter.